Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tubes customer found black foreign matter on the shield. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: ¿this is a report about fm on the shield. According to the customer's report, a black fm was adhering to the hemogard shield.¿

Manufacturer narrative:
H.6. Investigation summary: bd received 2 samples and 3 photographs from the customer in support of this complaint. A review of the samples and photographs was conducted and the indicated failure mode of embedded foreign matter within the tube caps was observed. Bd was able to confirm the customer¿s indicated failure mode with the samples and photographs provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tubes customer found black foreign matter on the shield. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: ¿this is a report about fm on the shield. According to the customer's report, a black fm was adhering to the hemogard shield.¿